Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: d9, h3, h6, and h11. Device evaluation: intuitive surgical, inc. (Isi) received the harmonic ace instrument to perform failure analysis. The instrument was analyzed and found to have the curved blade broken at the tip of the blade. A piece approximately 0.401" x 0.075" was found to be broken off. The broken piece was returned. Components adjacent to this broken blade did not show damage.

Manufacturer narrative:
The harmonic ace instrument has not been returned for failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the front end of the harmonic ace instrument was fractured and a fragment fell inside the patient. The fragment was retrieved during the same surgical procedure which was completed robotically.